Manufacturer narrative:
(B)(4).

Event description:
Procedure type: j-pouch. According to the reporter: customer reports that all instruments fired well during the procedure. First few days the patient did fairly well. He became progressively septic in the last 36/48 hours. On (B)(6), there was an exploratory laparotomy which revealed some evidence of dehiscence posterior towards the midline and dehiscence anterolateral towards the right side. (Laparotomy + I+d perianal sepsis 8 days post-op). There was no unanticipated tissue loss or tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.